Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs and archives were analyzed and it was observed that the procedure was standard functional endoscopic sinus surgery (fess). The archive had 3 raw computed tomography (CT) exams with slices 178, 157, 208. All the exams were optimal for stealth. When merged, all the exams were properly merged and able to get to registration task and it observed that the 3d volume was properly built. In the archive shared, the same was observed along with that there were multiple registrations performed. Logs shared did not capture any information about 3d volume not loaded. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, additional information: update to section d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736226, serial/lot #: 2.1.0, ubd: , UDI#: h3, h6: the system was serviced in the field by a medtronic representative. Testing revealed a software failure. The system would not download images from a disk or a universal serial bus (usb). Codes b01, c10, d02 are applicable. Troubleshooting was performed. The rep received a "transfer failed" error when the rep tried downloading images via compact disc (cd) and usb. The issue happened for several different patients. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the three dimensional (3d) image for registration would not load. During troubleshooting, it was noted that the old images load. The system was restarted. The manufacturer representative (rep) exported an image that was on the system to a universal serial bus (usb) with and without original digital imaging and communications in medicine (dicom). The compact disc (cd) the rep had did not download some of the images. Sometimes the cd would download and then said transfer failed or download failed. There was no patient involvement.